Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. One-day postoperatively the pt presented with diffuse lamellar keratitis (dlk) in the left eye (os) and was treated with topical steroids. A flap lift and rinse was performed on two days later. The pt's postoperative best-corrected visual acuity is 20/20, which is the same as the preoperative bcva. The pt has responded to treatment and the dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
On 09/25/06, a field service engineer (fse) inspected the laser, made adjustments and performed preventative maintenance. On 10/31/06, the fse investigated the laser and made some minor adjustments. Upon departure of each visit, the laser met specifications and performed as intended. An intralase clinical applications specialist (cas) visited the surgical facility 10/31/06-11/02/06. As part of the investigation, the cas assessed the physician's laser settings, surgical technique, and sterility processes to determine possible root cause(s). The cas provided the physician with recommendations on improving sterility processes, surgical technique and optimizing laser settings. Recommendations were implemented and improvements were observed.